Event description:
It was reported that the patient presented for a scheduled device upgrade. The following day it discovered that the right ventricular lead exhibited poor sensing and loss of capture. It was suspected that the lead pulled back sometime during the night. X-rays confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Event description:
New information received indicated that lead repositioning was attempted but it was unsuccessful due to helix would not retract.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of r-wave amplitude variation and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies.